Event description:
It was reported that while in a study involving the use of deep brain stimulation for depression, the patient had been non-compliant with the visits involved with the study as well as psychiatric drugs-he suddenly stopped taking all psychiatric medication. During monthly telephone calls, the healthcare professional attempted to motivate the patient to attend study visits and be checked for suicidality. The patient spent several weeks in a psychiatric hospital and was followed by a psychiatrist who was regularly informed about the study proceedings. The patient agreed to attend a study visit but he committed suicide prior to the planned date. The patient had undergone parameter change(s) and stimulator replacement six months prior to his death. The healthcare professional did not suspect device involvement. This report is regarding an event published in a (B)(6) language article as reported by a manufacturer representative. At the time of this report, an english version of the article could not be obtained.

Manufacturer narrative:
The date of death was not provided. This report is regarding an event published in a (B)(6) language article as reported by a manufacturer representative. At the time of this report, an english version of the article could not be obtained. Attempts to obtain an english version are in progress.